Event description:
It was reported that the neurostimulator incisional wound exhibited dehiscence and blood oozing from the incision stitches; there was less than 1 centimeter of separation noted. There was no sign of infection but the patient was placed on medication. Following treatment, their wound healed appropriately. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the neurostimulator incisional wound exhibited dehiscence and blood oozing from the incision stitches; there was less than 1 centimeter of separation noted. There was no sign of infection but the patient was placed on medication. Following treatment, their wound healed appropriately. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.